Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the eos battery status. The memory content of the device was analyzed. The analysis revealed that the device automatically activated the backup mode, because it detected invalid memory content during an automatic signature check on (B)(6) 2021 at 4:49pm. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected, by design the ICD will activate the backup mode to ensure patient safety. Based on the available data the root cause for the backup mode activation could not be determined. Therefore, the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. While the device was in safety backup mode 63 therapies were delivered on (B)(6) 2021 between 6:13pm and 7:29pm. As a result of that fast successive charging the device activated the eos battery status. Please note, that in general the safety backup mode program will be loaded from an unalterable memory. Therefore the vf detection criteria are fixed in safety backup mode to cover the widest possible patient population. For the former reason, iegms are not available for analysis of the corresponding episodes. The eos status was removed with a technical programmer and subsequent interrogation revealed the eri battery status. The amount of charge taken from the battery was verified, revealing the eri battery status to be as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In addition, a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing functions of the ICD to be normal. There was no indication of a device malfunction. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Event description:
This device was explanted due to eos. Patient received about 15 shocks at home around 4:30 pm on (B)(6) 2021 and 5 or 6 more in route to hospital. (B)(6) 2021 home monitoring reported battery 59 percent, all values in normal ranges. Should additional information become available, this file will be updated. (B)(6) 2021 device received from (B)(6).

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data was inspected. The inspection revealed that the ICD activated the safety backup mode on january 18th, 2021 at 16:49 h, because it detected invalid memory content during an automatic signature check. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected, by design the ICD will activate the backup mode to ensure patient safety. While in the backup mode, the device delivered 63 shocks between 18:13 h and 19:29 h. Please note that the backup mode program will be loaded from an unalterable memory where no recording of an episode is intended and the vf detection criteria are fixed to cover the widest possible patient population. For the former reason, iegms are not available for analysis of the corresponding episodes. Further inspection of the data showed that the eos status was activated by the ICD on the same day at 19:30 h. Based on the data, the battery depletion is anticipated taking into account the large amount of successive therapy deliveries. Based on the information available for analysis, the root cause of the invalid memory content was not determinable. It cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, led to the clinical observation. In conclusion, the activation of the safety backup mode resulted from the detection of invalid memory content. While the device was operating in the backup mode, a large amount of shocks was delivered, which led to the battery depletion.

Event description:
This device was explanted due to eos. Patient received about 15 shocks at home around 4:30 pm on (B)(6) 2021 and 5 or 6 more in route to hospital. (B)(6) 2021 home monitoring reported battery 59 percent, all values in normal ranges. Should additional information become available, this file will be updated.